Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup and while the patient was in the operating room under anesthesia, the aquabeam robotic system generated an ¿e05 ¿ console error¿. A second aquabeam handpiece was used; however, the error persisted. A third aquabeam handpiece was used; however, the error persisted. A fourth aquabeam handpiece was used which resolved the error and aquablation therapy was successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event as it was disposed of at the hospital. The treatment log files were reviewed and found that the system triggered an e05 error, confirming the reported event. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 24c02727 was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. C, states the following: table 5: system detected errors and faults, e05 ¿ console error, release foot pedal and replace handpiece. Then turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.